Manufacturer narrative:
Sodium failed to calibrate and qc results were high. The customer attempted to calibrate the unit under the direction of hotline, however, calibration failed. A bci field service engineer (fse) assisted the customer on the telephone. Air was getting into lines 2, 8, and 10. The customer tightened: the supply tube on the electrolyte reference and buffer bottle caps to eliminate air in line 2. The supply line running through the inside fittings of the wash container. The customer primed the unit 20 times and did not note air in the lines. The customer recalibrated and ran controls successfully.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) result generated by synchron cx5 delta clinical system. The erroneous result was not reported out of the laboratory; hence no patient treatment was impacted. The sample was repeated and a result within the normal range was obtained.